Manufacturer narrative:
An event regarding alleged pain and loosening noted in the medical review from the post-operative diagnosis involving an unknown tibial tray was reported. The event was confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6) 2016 a right lateral revision of the tibial tray was performed for a post-operative diagnosis of right lateral mako with loose tibial tray. ¿the persistent symptoms in this lateral unicompartmental knee arthroplasty in a rheumatoid patient with evidence of disease in the medial and patellofemoral compartments is not unexpected. Evidence of lateral subluxation of the tibial component could explain the description of locking and crepitus sensations. There is no examination of the explanted tibial component or operative report of the primary lateral unicompartmental knee arthroplasty available. There is no evidence this clinical situation is related to component design, manufacturing or materials.¿ device history review: a review of the device history records could not be performed as no lot information was provided.¿ complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event was confirmed by the clinician¿s review that the revision surgery of the tibial tray was performed for a post-operative diagnosis of the right lateral mako with loose tibial tray. As stated by the clinician ¿¿the persistent symptoms in this lateral unicompartmental knee arthroplasty in a rheumatoid patient with evidence of disease in the medial and patellofemoral compartments is not unexpected. Evidence of lateral subluxation of the tibial component could explain the description of locking and crepitus sensations.¿

Event description:
Original surgery on (B)(6) 2014, revision due to tibial tray failure on (B)(6) 2016. Knee pain and swelling began before revision surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Original surgery on (B)(6) 2014, revision due to tibial tray failure on (B)(6) 2016. Knee pain and swelling began before revision surgery.